Event description:
It was reported to medtronic neurosurgery that a patient needed to have their strata ii valve explanted because they work around large industrial magnets and their employer would not allow them to work with an implanted magnetically adjustable valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.